Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision. Prior to procedure, it was noted that the left ventricular lead exhibited high capture thresholds. The physician suspected that it was due to the neurotic tissue where the lead was placed, and not a lead malfunction. The lead was explanted and replaced. The patient was in stable condition.